Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the presenting rhythm during a device check of this left ventricular (lv) lead showed left ventricular sense (lvs) - inhibition. Boston scientific technical services (ts) discussed the necessity to determine what was sensed and to make sure that no oversensing occurred. Hence, ts suggested to run with intrinsic rhythm and to perform threshold test. The health care professional (hcp) stated that thresholds were elevated and the lv r-wave had decreased, in comparison to the initial measurements that were reported during the lead implant. Then, during a ventricular (v) threshold test, it was identified that the lv lead was pacing the atrium. Additional information was requested and it was confirmed that the lead had dislodged as per chest x-ray result. The lead was then repositioned successfully. This lv lead remains in service. No additional adverse patient effects were reported.